Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that patient experienced allergic reaction to the use of nontemplate aligner arch suresmile aligners. Their symptoms started a week after treatment began. Their symptoms included numbness of the mouth, tip of the tongue, and made the roof of their mouth raw. Further information pending.

Manufacturer narrative:
Investigation results: other: photo investigation (allergic reaction checklist) - the customer declares in the allergic reaction checklist that he or she does not suffer from allergic reactions. The patient was not tested for allergies to the product. Return comparative evaluation (return) - we received the return of 70 items (1 template, 69 aligners) corresponding to the sales order so: (B)(6), patient ID: (B)(6). The lower template bag was open, the stage 1 aligners were not returned, the bags of the stage 2 to 36 aligners were closed and sealed. DHR evaluation: we reviewed the DHR for this sales order so: (B)(6) / patient ID# (B)(6) / practice ID# (b)(6,) qty. (B)(4) items assy-500011 (aligners), and (B)(4) item assy-500010 (template), were packaged by the second shift by bag and box operation on march 06, 2024, manufacturing cell 3, equipment bag-5. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this so - (B)(6). Raw material: part-501017-b / lot# 07747535 / qty. Received = (B)(4) pcs, inspection date: january 11, 2024. The material was found to be acceptable for use in the manufacture of the sure smile product. Failure mode: allergic reaction root cause: no defect - no defect during the manufacturing process. Conclusion code: no failure found.